Manufacturer narrative:
The patient experienced the peritonitis on an unreported date stated as ¿about 2 months ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported in the same year as onset, the patient began treatment with rifapentine infusion (dose, frequency and route of administration was not reported) and voriconazole (oral, dose and frequency was not reported). On unreported dates, in the same year as onset, the treatments with rifapentine and voriconazole were discontinued; the patient was recovered from the fungal peritonitis; pd therapy was withdrawn and the patient was transferred to hemodialysis (no further detail was provided). No additional information is available.